Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had to be resuscitated and was admitted to the hospital as the ICD was unable to defibrillate the patient. An interrogation of the device found a warning indicating a low shock impedance measurement below 20 ohms was detected; however, the actual measurement was not observed in the daily measurements. A memory download was obtained and sent to boston scientific technical services (ts) for evaluation. A review of the memory found that one low shock impedance fault of 19 ohms was recorded in (B)(6) 2011. All shock lead impedance measurements after the fault was recorded have been in normal range. The device also had not experienced any resets and no other faults were found. It was also discussed that because the device averages the shock impedance measurements over a week, one out of range measurement would not be observed in the daily measurements. However, the fault is still recorded in the memory and a message would be visible in the clinical event box when the device is interrogated. Additional information was received that this patient subsequently died over the weekend. Both the ICD and rv lead were explanted and will be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the lead was thoroughly analyzed. Visual inspection revealed an abrasion in the lead insulation approximately 12.2 to 13.2 centimeters (cm) from the lead's is-1 terminal pin and the distal high voltage conductor coil was exposed in this location. In addition, the conductor coil is melted in the damaged region, indicative of arcing that occurred during the delivery of a high energy shock. Due to the location and the type of damage of the insulation abrasion, it was most likely a result of lead-on-can contact while implanted. Laboratory analysis concluded that the breach in the lead's insulation resulted in a shorted lead condition during the delivery of a high energy shock and induced the damage to the device. As a result, the patient would not have been able to receive any further subsequent therapy and possibly contributed to the patient's death.